Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1325204) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that an (B)(6) female patient underwent an interventional neuro procedure on (B)(6) 2013. Access was obtained at the common femoral artery in the mid lower 1/3 of the femoral head via a 7f sheath (model unk). There was one exchange from a 7f long sheath to a 7f short sheath. A pre-procedure femoral angiogram "clearly" showed presence of pvd/calcium slightly distal to the access site and the vessel size to be 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped per the IFU. The physician deployed the device and pulled back to the arteriotomy but forgot to open the stopcock prior to shuttling down the sealant. When the physician retracted the sheath, he felt that there may have been a balloon pull through since he felt that he was at the arteriotomy with the balloon, and suddenly during sheath retraction, there was a sudden movement of the balloon and loss of resistance. In order to prevent a potential bleed or hematoma, the physician immediately stopped pulling the device back and held manual pressure while the balloon was still in the patient (presumably in the tissue tract). While the physician was holding the pressure, the aci sales professional had the physician's fellow deflate the balloon. Then while holding pressure with one hand the physician gently removed the whole system. There was no evidence of sealant on the mynx grip system. The physician released pressure from the access site at about 3 minutes and there was no swelling or other sign of bleeding. He continued to hold an additional 7 minutes for a total of 10 minutes at which time hemostasis was achieved. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure. Note: it was noted by the aci sales professional that the physician raised his hand up to remove the device after approximately 3 minutes and there was no sign of any bleeding so the mynxgrip may have functioned appropriately. There was a good distal pulse in the left dorsalis pedis artery. A pressure bandage with rolled gauze was placed on the access site.